Event description:
Perclose did not allow blood to bleed back through its bleed back port. Therefore, staff did not attempt to use it until one was opened that worked properly. Two devices of the same lot failed and were saved for return to manufacturer. A third device was used to finish the procedure as planned and no harm came to the patient.